Manufacturer narrative:
Cable reconnected.

Event description:
The international customer reported the ventilator would not power on. The customer reported the device was not in use therefore there was no patient involvement or harm. Upon evaluation, the manufacturers field service engineer (fse) reported there was a loose cable connection in the power supply. The fse reconnected the cable to address the finding and resolve the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.